Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3389s-40, lot # va0qbqv, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The healthcare provider (hcp) originally reported on (B)(6) 2015 that the lead was removed for some type of infection in the brain. The infection had occurred on (B)(6) prior to the date of this report. The healthcare professional was inquiring about an MRI with only the extension and implantable neurostimulator (ins) in place. Additional information received from hcp reported that the patient had an infection and the lead and extension were removed on (B)(6) 2015. Only the battery was left in the patient's body. The patient had not received a new battery as of (B)(6) 2015. The patient's indications for use were unknown. Refer to manufacturing report #3007566237-2015-01344 as the lead was originally system reported.